Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2018 with the following findings: a review of the device history indicated multiple replace battery alarms with code 128-fb80 on (B)(6) 2018. The battery compartment was observed to be cracked with evidence of moisture corrosion observed in the battery canister. The returned battery cap was undamaged and fully secured to the pump. A leak test failed due a battery compartment leak. During testing, the pump alarmed with cs 177 replace battery warning when confirming the ¿verify¿ screen. Current draws measured above specifications. The pump case was removed and further moisture corrosion was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.